Manufacturer narrative:
The customer's glucose test strips have been returned for investigation. Results for the return testing are pending at time of file. Retaining testing of the strip lot has been requested. A follow up report will be filed.

Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a ten minute time frame on the precision qid blood glucose monitor. The results when plotted on to a parkes error grid fell into the "c" zone which is considered clinically significant. There was no report of death, serious injury o mistreatment associated with this event.